Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute integrity coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion with 80% stenosis in the mid left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was performed with no issues. It was reported that stent deformation occurred in vivo during positioning/advancement. The patient is alive with no injury.

Manufacturer narrative:
Additional information: another stent had been implanted prior to use of the resolute integrity stent. A drug eluting balloon was used to dilate the previously implanted stent to treat restenosis. After this stent was dilated with a balloon there was suspected plaque migration to the distal end outside this stent. The resolute integrity device was being used to treat the suspected plaque migration. Resistance was found when passing the previously implanted original stent. Excessive force was not used. The resolute integrity could not pass through the previously implanted original stent, and when it was removed it was noted that the tip end was worn. The device was not replaced with a medtronic device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was received for evaluation. A kink was evident on the hypotube. The stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent misalignment the stent did not meet visual acceptance specification. Misalignment was evident to the distal stent wraps. No deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. Additional information: annex d codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a non medtronic drug eluting balloon was being used to dilate and further expanded the previously implanted stent which was now stenotic. It was stated that the plaque migration was a blood clot/thrombus. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.